Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a hepatic portal stenosis during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the thumbwheel was rotated 25 times to release the stent, but the stent did not deploy. The delivery system was manipulated by grasping the pull grip and pulled it towards the handle for 2 to 3 minutes, but the stent was still not released. During the removal of the delivery system, it was found that about half of the stent was released inside the scope. The procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An epic biliary stent and delivery system were received for analysis. The stent was received partially deployed on the delivery system. Visual examination of the returned device found the mid-sheath was kinked located at 10.7 cm from the proximal side of the markerband. There were two kinks identified on the inner shaft; the first kink was located at 1.5 cm from the tip and the second kink was located at 4.5 cm from the tip. Functional evaluation was performed by rotating the thumbwheel and noted the outer sheath did pull back as designed and the was stent was deployed. There were no issues with the stent noted and no other issues with the device were noted. Although the stent was received partially deployed on the delivery system, difficulty deploying the stent inside the patient could not be confirmed because clinical circumstances could not be replicated. The damages noted on the returned device were attributable to procedural factors. The investigation concluded that the reported event and the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of documentation confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an epic biliary stent was to be used to treat a hepatic portal stenosis during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the thumbwheel was rotated 25 times to release the stent, but the stent did not deploy. The delivery system was manipulated by grasping the pull grip and pulled it towards the handle for 2 to 3 minutes, but the stent was still not released. During the removal of the delivery system, it was found that about half of the stent was released inside the scope. The procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.